Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the device memory confirmed there were no fault or error codes recorded. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific technical services (ts) reviewed data that was available from the returned product memory. The device was successfully interrogated and the battery status was good, at 12 years remaining. There were no stored episode data available from the day of death to review. All the data on the day of death was overwritten, therefore ts was unable to provide any further comments. The only alert in the device memory was a post-mortem lead safety switch. There were no out of range lead measurements while implanted, however sensing amplitudes were lower for both leads. Device counters were reviewed. Most of the data is likely skewed since the device was left on during the post-mortem explant, when the leads were cut. The device continued to store false data at that point. The data that was recorded showed one atrial tachy response (atr) event that was less than 1 minute. There were 214 premature atrial contractions (pacs) and one run of 3 or more premature ventricular contractions (pvcs). There were 339 episodes. Thirty-seven of those were vt events, 7 were svt events, and 295 were non-sustained events. All but the first two episodes occurred after the day of death. The two episodes that occurred pre-mortem (v1 and v2) were overwritten because the device was left on when it was explanted, therefore ts was unable to provide any further comments about what occurred on the date of death. Based on the available data, there was no evidence of any device or lead anomalies that could have contributed to the patient's death.

Manufacturer narrative:
The device was returned and is currently in analysis. Data files from the returned product have also been requested for further review. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information from the local field representative that the patient implanted with this pacemaker died one day post-implant while still in the hospital. There were no reported complications from the implant procedure. The cause of death was not provided. The field representative noted that the coroner is requesting device analysis on behalf of the family.